Event description:
Reportable based on analysis completed on (B)(6) 2024 it was reported a blazer open-irrigated ablation catheter was selected for use. When the physician tried to ablate within the patient, the catheter cracked. The damage was contained within the catheter shaft. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully. No patient complications occurred. However, upon device analysis, it was found that the catheter shaft is cut.

Manufacturer narrative:
The blazer open-irrigated ablation catheter was visually inspected for any damage. Analysis of returned product revealed that the device has a kink near the r3 electrode, and also the shaft cut. Functional test shows that the catheter functional mechanism does not work properly. Abnormal resistance was felt when actuating the device. The continuity test was performed, and the device is not within specification. The ablation cannot be verified by the maestro generator 4000, due to the conditions of the catheter that has a cut under the r3 and the irrigation could cause more damaged due to internal electrical parts are exposed. With all the available information, boston scientific concludes the reported observation of device damage was confirmed through investigational analysis. It was initially reported that the damage was contained within the catheter shaft and not exposed, however analysis of the device revealed that that catheter shaft was cut.